Manufacturer narrative:
This is a follow-up submission to change the device lot number to 0919007 from 0919006. No additional changes were made. Unknown device disposition.

Event description:
It was reported that patient was involved in a motor vehicle accident sometime after initial surgical procedure using univers ll pegged glenoid implant. A revision procedure was performed and the glenoid implant was removed. The implant was not replaced.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the explanted device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event.based on the information provided, there were no adverse patient consequences reported as a result of this event.the most likely cause of this type of event ( removal of the glenoid implant) is the trauma sustained from the motor vehicle event.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. H3 other text : unknown device disposition.